Event description:
It was reported that several hours post-implant, the patient experienced chest pain while pacing and diaphragmatic stimulation. Perforation was observed via x-ray. The lead was repositioned. The patient was pain free at post-op check, and no further issues occurred.

Manufacturer narrative:
.